Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The cannula deployed a minute later and because of that the patient's blood glucose levels reached 400 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Investigation of the needle mechanism did not find any damages or abnormalities that could cause a late needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. The downloaded data shows the device completed priming sequences and operated as intended until it was deactivated at pulse 1140. No timeouts or drive stalls were observed in the device data. Although no damages were observed in the needle mechanism, the exact cause of the late needle deployment could not be conclusively determined. The drive mechanism was inspected and found damage to the teeth of the ratchet gear. Although damage was observed to the ratchet gear, the data does not reflect the abnormality. It could not be determined whether this damage contributed to the reported event.